Event description:
During review of the event history log system error 322 was discovered. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device and found that the upper link switch was failing. This part is a known contributor to system error 322 alarms. The upper auxiliary assembly which contains the upper link switch was replaced.